Event description:
On (B)(6) 2011 customer reported a leak under the manual probe area of their lh70 instrument. Customer also reported a probe obstruction, receiving no differential results, and that the probe wipe assembly did not function. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found tubing disconnected at the differential lyse heater. Fse reconnected the tubing and resolved the issue. No further leaks have been reported.

Manufacturer narrative:
(B)(4).